Event description:
It was reported that a patient was revised to address a fractured oasys occipital plate.

Event description:
It was reported that a patient was revised to address a fractured oasys occipital plate.